Event description:
It was reported that during a lap gastric bypass procedure, the active blade of the device broke. It did not happen inside the pt. We were able to find the broken second part. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that device a was returned with the blade scratched and cracked. The blade was returned not completely broken. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code was noted. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. During the analysis process, the blade was tested for scratches and cracks and the blade further cracked. The analysis results confirmed that device b was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Device b additional info: batch # e9ez7u. Expiration date: 03/2013. Manufacturing date: 04/2008.